Manufacturer narrative:
D4: catalog number, model, serial number, and UDI number are unknown, h4, b3, g4 unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per medwatch (B)(4) it was reported that the device was set for a continuous feed to run at 6 ml/hr. Device infused 24 ml in 2.5 hours but only registered that it had infused 12ml in that 2.5-hour period. The serial number reported is (B)(6), this serial number is not recognized with ICU.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.